Event description:
Reportedly, on (B)(6) 2012 follow up, some observations were noted with a pt suffering from atrial flutter with fms (fallback mode switch) algorithm activated. The pacing rate and operating mode of the device when exiting the tests (whether sensitivity or pacing test) were not expected: while the basic rate was at 50 min-1, it stated to pace at 90 min-1 at the end of the test. An explanation was required.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029. Analysis is pending.